Event description:
Information received with return of the explanted device notes that the patient had several recent falls and was admitted to a hospital. When the device was tested with a magnet, the response from the pacemaker was "[incorreect], i.e. Wrong magnet rate and possible indication of loss of capture (inappropriate timing) during threshold testing."